Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that on the night before the call, they did a set change and the plunger got stuck. Blood glucose level earlier in the day of the call was 500 mg/dl. Blood glucose level at the time of the call was 600 mg/dl, which was treated with a manual injection. During troubleshooting, the customer stated that the tubing appeared to have a clog. The customer was advised to perform a set change. The insulin pump was not replaced or returned for analysis.